Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s928u1ues4byf5 hardware: sm-s928u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that the pod leaked insulin while the patient wore the pod between 24 and 36 hours on the abdomen. The lg reported the cannula was inserted properly, however they reported the cannula was not visible when the pod was removed. The lg reported the patient's blood glucose (bg) levels were running higher than normal, but did not provide specific levels. As treatment, a new pod was successfully applied.